Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the tissue pad of the device was worn exposing metal. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation of the issue of a u504 probe damage error message received two hours into a therapeutic total hysterectomy. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The function mode at the time of the error message was seal and cut 1, seal 3. The intelligent tissue monitoring (itm) functionality was on. The device was inspected prior to use with no abnormality noted. Upon evaluation of the returned device, it was observed that the tissue pad of the device was worn exposing metal. This medwatch is being submitted for the reportable issue of the worn tissue pad exposing metal as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The non-insulated part came into contact with the tip of the probe due to severe wear of the tissue pad. 3. A probe breakage error (error code: u504) occurred because seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.